Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, lot #6007372. (B)(4).

Event description:
Mentor smooth round moderate plus profile 375cc saline prostheses were received by the failure analysis lab on 6/18/2018. The only accompanying information was the patient's name and date of birth. No details were given regarding the description of the event. However, as one device was clearly deflated upon visual inspection, and the other device appeared normal, this is highly indicative of a bilateral prosthesis removal due to unilateral deflation. If more information is made available in the future it will be submitted with a supplemental report.

Manufacturer narrative:
The device history record (DHR) of lot number 6007372 was reviewed on 7/12/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/12/2018. Device evaluation summary: mentor smooth round moderate plus profile 375cc saline prostheses were received by the failure analysis lab on 6/18/2018. The only accompanying information was the patient's name and date of birth. No details were given regarding the description of the event. However, as one device was clearly deflated upon visual inspection, and the other device appeared normal, this is highly indicative of a bilateral prosthesis removal due to unilateral deflation. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.6 cm on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).